Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind and displacement tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a cracked case at the reservoir tube window corners, a cracked reservoir tube window, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer noticed the insulin is squirting out during prime. The customer's blood glucose was 134mg/dl. The insulin pump alarmed compromised force sensor system and had a protruded drive support cap. The customer was advised the pump will be replace and revert to back up plan.